Event description:
A report was received that a patient was admitted to the hospital due to changes in level of consciousness, increased white blood cell count and fever. The patient was explanted due to signs and symptoms of possible infection. The physician did not confirm whether infection was present, no culture was taken and the patient was not prescribed antibiotics.